Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient presented with a femur fracture including a broken long cemented stem. We respected the proximal femur and implanted a proximal femur replacement

Manufacturer narrative:
Reported event: an event regarding periprosthetic fracture and crack/fracture involving an omnifit stem was reported. The event was confirmed via medical review. Method & results: device evaluation and results: not performed as the device was not returned. Clinician review: a review of the provided x-ray by a clinical consultant indicated: "material reviewed: (B)(6) 2021: stryker pi report. Undated/unlabeled: ap hip x-ray. Long cemented stem with larger head and uncemented cup (a bit flat). The femur is fractured at the proximal-mid 1/3 junction. He stem is fractured at this site as well. There was some lucency proximal around the cement mantle, age in determined. Confirmation: a femur fracture with a fractured femoral long cemented stem were confirmed. The revision surgery cannot be confirmed without additional records.¿ root cause: the root cause of the fractures cannot be determined without additional medical records." Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: no other similar events were reported for the lot. Conclusion: it was reported that the patient was revised due to periprosthetic fracture of the femur and fracture of the cemented long stem. This event was confirmed by the consulting clinician's review of the provided x-ray image. The exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Patient presented with a femur fracture including a broken long cemented stem. We respected the proximal femur and implanted a proximal femur replacement.